Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was feeling nauseous and weak when they presented to the hospital via ambulance. The patient's heart rate appeared to have pauses and rate around 20 bpm range while being transported. A local sales representative was paged to check the device and all functions and lead measurements were normal. The sales representative noted the patient had auto capture programmed on and pacing at auto 3.5v with thresholds around .9v. When the device was checked, the outputs changed to 1.4v. The physician was concerned there may have been a loss of capture issue. The sales representative noted the patient had a normal intrinsic when she checked the device, however per the physician's preference, programming changes were made. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.